Manufacturer narrative:
Citation: (B)(6). Outcome in tavi patients with symptomatic aortic stenosis not fulfilling partner study inclusion criteria. Catheter cardiovasc interv. 2015 nov 15;86(6):1097-104. Doi: 10.1002/ccd.25950 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcome in transcatheter aortic valve implantation (tavi) patients with symptomatic aortic stenosis not fulfilling partner study inclusion criteria. All data were collected from multiple centers between 2006 and 2011. The study population included 467 patients (predominantly female; mean age 80 years), 301 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients intraprocedural, 30-day and two-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implant, moderate to severe aortic regurgitation, open heart surgery due to valve dislocation into the left ventricle, coronary obstruction, myocardial infarction, stroke, valve thrombosis, valve degeneration, endocarditis, vascular complications and life-threatening bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.